Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the rate/sense channel, which was oversensed, and led to pacing inhibition without asystole, and inappropriate shocks without therapy exhaustion. The lead was therefore explanted and replaced. No additional adverse patient effects were reported.

Event description:
This report is being filed to provide product analysis results.

Manufacturer narrative:
Patient code (B)(4) is being used to capture the additional intervention performed.upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured approximately 366 mm from the lead tip. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.